Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Although a c-arm was available, the surgeon needed the o-arm for this particular case and placed the magnifuse without placing screws. The surgeon indicated he would likely need to place screws eventually, but it is unknown whether the procedure for screw placement has been completed or scheduled at this time or if it will be in the future.

Manufacturer narrative:
(B)(4) 2014 a medtronic representative replaced fuse f11 on the mobile viewing system (mvs) control board. Performed a full imaging system check-out and the system performed flawlessy. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the o-arm 1000 imaging system mobile viewing system (mvs) was experiencing power issues. The system powered-on without issue when plugged into an outlet, however, when moved into the operating room (or) and plugged into a power surge protector, the ups on the mvs continually beeped. Trouble-shooting did not resolve the issue. Next a 3d spin was successfully taken, but the system powered off when images were being transferred. The surgeon opted to discontinue the use of the navigation system and the imaging system; put in magnifuse and closed. There was no reported impact on patient outcome.